Manufacturer narrative:
This product is not marketed in the us. (B)(4). No additional similar complaint type events within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -6.00 diopter tore/broke during injection/delivery. There was patient contact with no patient injury; the "damaged part of the lens got into eye, but the doctor removed it." This occurred on (B)(6) 2020. An alternate lens was successfully implanted on the same date and the problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found haptic torn with foreign debris on the lens. Claim# (B)(4).